Event description:
It was stated that the customer passed away due to diabetes complications, while wearing the insulin pump. It was stated that the customer was taken to the emergency room after he stopped breathing. The caller did not know what happened to the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.